Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2002.

Event description:
It was reported that the right atrial (ra) lead measured varying and high impedances. Several atrial high rate episodes showed oversensing of noise. A fractured was suspected. Sensitivity was reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.